Event description:
The manufacturer received a voluntary medwatch (mw5115595) from the user alleging headaches, dizziness, and heaviness in chest. The user alleges their sleep apnea doctor advised they cease use of device. The device has not yet been returned to the manufacturer. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text: device not returned to manufacturer.